Manufacturer narrative:
Report confirmed. Evaluation determined that the fracture location coincides with peak stress from bending. Impact defects may have been post fracture. The tool may have fractured while turning flap or drilling suture holes. The tool breakage likely occurred due to application of a side load when the tool was not rotating. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to monitor this complaint type for trends. (B)(4).

Event description:
Sales rep called on (B)(4) 2014 to report that (tool) drill bit broke in half during cranial procedure. It was reported there was no patient impact. He received the report today. Report was received from (nurse). No additional information was available on follow-up.